Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon the first deployment attempt of a transcatheter valve, the implant depth was too shallow and the valve was recaptured. Upon the second deployment attempt, the valve was positioned too far on the greater curvature and another recapture was performed. Upon the third deployment attempt, the implant depth was optimal and the valve was fully deployed; however, an infold was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed using a 23 millimeter (mm) balloon to address the infold. Following the post-implant bav, the infold resolved and no paravalvular leak (pvl) was observed. Additional information was received which indicated the following: a misload was not identified during the loading process; a procedural delay did not occur as a result of the infold; and according to the physician, the patient's severe calcification on the non-coronary cusp (ncc) side contributed to the infold.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012564423); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon the first deployment attempt of a transcatheter valve, the implant depth was too shallow and the valve was recaptured. Upon the second deployment attempt, the valve was positioned too far on the greater curvature and another recapture was performed. Upon the third deployment attempt, the implant depth was optimal and the valve was fully deployed; however, an infold was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed using a 23 millimeter (mm) balloon to address the infold. Following the post-implant bav, the infold resolved and no paravalvular leak (pvl) was observed.